Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
Insulin pump received with operating currents in specification. No unexpected battery out limit. Insulin pump had an intermittent button response due to moisture damage keypad trace. Insulin pump had minor scratches on lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip and reservoir tube cracked. Numbers does not ramp up on its own or scroll bar moving with no input.

Event description:
Customer reported that the numbers on the insulin pump's screen began to ramp. Customer reported that the insulin pump had recently been exposed to rain. Blood glucose level was 325 mg/dl at the time of the call. No further information was provided.